Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the insulin on board feature was indicating more insulin than was expected. The patient reported that upon calculating a bolus for breakfast in the morning, the pump indicated 3.5 units of insulin on board but the last bolus was around 5 pm the night before. There was no indication that this issue may have caused or contributed to an adverse event. This report is made based on the allegation that the pump insulin on board calculation was incorrect.